Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue could was confirmed. During the occlusion test, a motor rate error occurred. A combination of the coupling, gear, leadscrew and clutch halves were found to be dirty with grease and debris. The parts were replaced as preventative maintenance. The device was retested and found to pass all functional testing performed. It was concluded that the root cause was normal wear of the device due to age (5 years). Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.